Event description:
Reference number (B)(4). Event occurred in oman. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was 21.1mmol/l and the patient was treated with insulin pump. No further information available.